Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported the thumb screw broke during surgery.

Manufacturer narrative:
This report is being amended to reflect changes in sections. Visual inspection of the returned alignment frame found that the a frame subcomponent screw and o-ring are missing. Information received from the field stated that the screw was lost during cleaning in the field. It was also noted that there are wear marks on the surface of the a-frame body and scuff marks around the threaded hole. Review of the device history records did not find any deviations or anomalies. The frequency of use of the device is unknown. This device is used for treatment. The wear and scuff marks on the device confirms that the device was used multiple times. A definite root cause for the screw fracture cannot be determined with the information provided.